Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined. However; the vent was moved to the shop. The covers were removed and found that the fuse was blown to the battery. Battery was replaced light is on. It was suggested that there might have been an interruption of power causing the vent to switch to battery but before the switch could be completed the a/c power was restored to the vent causing a surge that could have blown the fuse to the battery. It was advised to send the vent to factory for repair. A quote was sent for box and evaluation fee. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : troubleshooting was performed.

Event description:
It was reported to vyaire medical that the avea vent shut down while on a patient. No patient harm was reported. The vent was plugged in and was able to power on. It was noticed that the battery light was not on. The vent was moved to the shop.